Manufacturer narrative:
Per communication notes from the philips authorized service personnel (asp), there is no product malfunction of this device. The hospital had questions on the device only. The engineer assisted the hospital, and the device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
The customer reported a ventilator with a locked screen. There was no patient involvement or harm.